Event description:
Cross reference with MFR 8010219-2014-00051 ((B)(4)). During an operation, the surgeon inserted a 1104g but, the cam01 monitor displayed the logo of "check catheter connection." He turned the cam01 on and off and plugged the catheter in and out. That worked and the surgeon could zero it but when he inserted the catheter again in the intensive care unit (ICU) after surgery, the same phenomenon occurred again. He then plugged it in and out but this time, he saw an "error code 4" and the wrench mark on the cam01 display. The displays disappeared by exchanging the catheter and with the new catheter. There was a 20 min delay because of the issue. The pt did not incur an injury as a result of this issue.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.